Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt lost stimulation. An impedance check was conducted and all contacts were invalid. X-rays were taken and no anomalies were noted. The doctor plans to do a revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.